Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(4) serial# (B)(4): product type recharger: analysis of the desktop charger (serial # (B)(4)) found that the cable assembly had broken connector tip. Conclusion code (B)(4) applies to the ins and conclusion code (B)(4) applies to the desktop charger (serial # (B)(4)) . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the desktop charger (dtc) connector pin was broken and was stuck in the ins recharger (insr). The patient stated they were not doing so well on the device. They stated they were having back problems and neglected to get it running. The patient stated their doctor said to get it going. No further patient complications were reported as a result of this event.